Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer that occurred while the instrument was processing patient samples. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat when the leak occurred; there were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated or impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed and replaced a disconnected vent line tubing from the needle, which resolved the leak. As preventative maintenance, the fse cleaned the blood sampling valve. Repairs were verified per established procedures. (B)(4).